Event description:
Additional information was received from the patient. They reported that got the implant in sept. Of 2019 and the nurse that was helping him adjust his programming was really good and his symptoms were improving, but she left in december and it all went downhill from there. No one else could help him after that and his symptoms gradually got worse and worse. He would turn it off and he would start doing better. He eventually needed an MRI and the patient reiterated how the lead broke and couldn't be removed. They said that the procedure was supposed to take 15 minutes so they were given a local anesthetic and it was super painful, the patient could feel everything and they kept giving them more shots, but that didn't help.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they got their device removed to enable them to have 6 MRI tests. They added that with nearly 5 years of practice and adjustments it never helped with the urinary issues. They mentioned that with the procedure time took one and a half hours with a level 8-10 pain for the removal. They also said their battery was fine and never the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va21pw3); product type: 0200-lead; implant date (B)(6 )2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The reason for the call was to get MRI information. The rep indicated that in the past the healthcare provider (hcp) removed the patient's ins and lead but the lead was damaged during removal and a fragment remained implanted in the patient. The rep asked about completing the eligibility form. The rep indicated that they did not have other details about the status of the lead fragment. Troubleshooting was not required. MRI information was reviewed with the rep.